Event description:
The customer reported that while pipetting an hbsag assay on ortho summit, the tip in position 10 was picked up incorrectly and failed to dispense liquid into the plate and no alarm message was generated. The instrument was inspected, reinitialized and a diagnostic test was performed. The instrument operated properly and was placed back in service. No death or serious injury was associated with this incident. Please note that this report is betyond the 30 day reporting requirement, it was found to be reportable in a retrospective review of all complaints.